Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for ise indirect na for gen.2 on a cobas 8000 ise module. Patient 1 initial result was 131 mmol/l. The repeat on another instrument was 138 mmol/l. Patient 2 initial result was 128 mmol/l. The repeat on another instrument was 138 mmol/l. Patient 3 initial result was 130 mmol/l. The repeat on another instrument was 139 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The na cartridge lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) ran a system ise wash, replaced the reference electrode, conditioned the ise flow path, calibrated and ran qc. The fse ran a 20 cup system comparison using patient samples and a 15 cup precision test with qc material. The results were acceptable. The issue was solved by the service actions of replacing the reference electrode and conditioning the ise flow path.